Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that interaction with the heavily calcified and mildly tortuous anatomy prevented the shaft lumens from moving freely resulting in the reported thumbwheel difficulties and the reported difficulty deploying the stent; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. The reported difficulties possibly caused/contributed to the reported patient effects, however a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect of thrombosis is listed in the absolute pro .035 peripheral self-expanding stent system instructions for use as an adverse event that may be associated with the use of a stent in peripheral arteries and/or biliary tree. The treatment appears to be related to the operational context of the procedure as an additional non-abbott stent was deployed inside the distal portion to open the stent and medication was provided to treat the thrombosis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous popliteal artery. The 5.0x40mm absolute self-expanding stent system (sess) was noted to have resistance during deployment with the thumbwheel. The distal portion of the stent did not fully expand; therefore, an additional non-abbott stent was deployed inside the distal portion to open the stent. There was no clinically significant delay reported during the procedure; however, a day after the procedure thrombosis was observed over the entire length of stents and medication was provided to treat the thrombosis. No additional information was provided.